Manufacturer narrative:
It seemed that the stent dislodgement occurred (probably it was stuck in the guide catheter). It was reported that the stent dislodged in the blood vessel. The dislodged stent was removed with a snare. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a lesion. There were no abnormalities reported in relation to the anatomy. It was reported that stent dislodgement occurred during removal following failed delivery. It was informed that the dislodged stent was removed. No patient injury was reported.

Manufacturer narrative:
Product analysis: a kink was evident on the hypotube 5.2cm distal to the strain relief. The stent was not present on the balloon but did return for analysis. The dislodged stent returned with deformation evident to the mid-section and proximal stent wraps with the struts appearing raised. Crimp impressions were visible on the exposed balloon surface. The balloon folds remained intact. The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the inflation lumen. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The lesion being treated was the rca. If information is provided in the future, a supplemental report will be issued.